Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that there was a thrombus on the was. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully performed the transseptal puncture and then inserted the was. While inserting the was and positioning it in the patient it was noted that a thrombus formed on the sheath. The physician removed the was from the patient and a new was inserted to complete the procedure. The procedure was successfully completed with a closure device implanted in the patient. There were no patient complications or consequences that occurred as a result of this event.

Event description:
It was reported that there was a thrombus on the was. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully performed the transseptal puncture and then inserted the was. While inserting the was and positioning it in the patient it was noted that a thrombus formed on the sheath. The physician removed the was from the patient and a new was was inserted to complete the procedure. The procedure was successfully completed with a closure device implanted in the patient. There were no patient complications or consequences that occurred as a result of this event.